Manufacturer narrative:
Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation.(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A patient reported blurry near vision two days post lasik in a patient's left eye. Patient noted that cell phone was blurry to see. Six days post lasik, sever ghosting was reported. Patient noticed this while looking at subtitles on the television. This is noted to appear in the lower left when patient is looking at a bright objects inside or in a dark environment. Patient reports symptoms are not improving. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.